Event description:
Patient found unresponsive in isolation room bed at 0530. Alarm sounded at bedside but not at central. Bedside monitor rebooted and formatted central to correct central alarm issue.